Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited and increase with variable thresholds right ventricular (rv) lead measurements, loss of capture (loc) is suspected. Technical services (ts) was consulted and recommended manual threshold evaluation and possible programming options upon next checkup. This crt-d system remains in service. No adverse patient effects were reported.